Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. Investigation results suggest/indicate patient factors including severe chronic renal failure with dialysis, hypercalcemia, diabetes, hyperparathyroidism, coronary artery disease, hypertension, and hyperlipidemia could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), approximately 7 years and 3 months post-implant of a 20 mm sapien 3 valve in the aortic position, the patient was presenting with recent heart failure admit. The valve had an elevated mean gradient of 67mmhg and mild intervalvular aortic insufficiency. The tee notes "a well-seated 20mm sapien tavr valve with evidence of moderate degeneration". The ava was 0.9cm2, with an iava of 0.53cm2/m2. The peak av velocity was 4.3 m/s with max pg 74 mmhg and mean pg 47 mmhg with a measured accel time of 92msec. The findings seem to be consistent with patient prosthesis mismatch (ppm) along with transcatheter aortic valve replacement (tavr) valve degeneration. The patient was originally admitted with bacteremia/ sepsis/ c-diff and respiratory failure but has been cleared by infectious disease for endocarditis. Their symptoms included fatigue, syncope, and chronic heart failure (chf). The team was looking to do a possible valve in valve; however, the patient expired in the hospital prior to any intervention. According to the medical records, the patient was hospitalized for s mitis bacteremia with a negative tee for vegetation and discharged on 4 weeks of antibiotics. They were later readmitted for worsening diarrhea, easy fatiguability and tested positive for c difficile. The following day, the patient experienced a cardiac arrest with rosc and CT a/p showed signs reflective of colitis. The patient was also in rapid afib requiring amiodarone drip and developed worsening hypotension with concern for volume overload in the setting of severe aortic stenosis. A tee was then performed the next day that showed moderate to severe functional mitral regurgitation, and tavr with evidence of moderate degeneration and findings consistent with patient prosthesis mis-match. The mean gradient was 47mmhg with mild central aortic insufficiency and leaflet motion was restricted. A dobutamine drip was started for concerns of cardiogenic shock. The next day, a cardiac cath was performed that showed severe aortic stenosis and non-obstructive cad with severe mid lad bridge with recommendations for the heart team to discuss tavr viv vs savr. The CT tavr was completed. The patient's antibiotic course was completed with plans for 2 additional days of vancomycin after discharge. However, the next day, the patient was transferred back to ICU for unstable hemodynamics and severe cardiac disease. Shortly after transferring, patient became hypoxic requiring nasal cannula and increasingly became confused, bradycardic, and then unresponsive. The patient went into pea/asystole likely secondary to severe valvular disease-causing flash pulmonary edema and was pronounced dead.

Manufacturer narrative:
A supplemental MDR is being submitted for correction to b2 and h1. The following fields have been added: b2, b4, g3, g6, h1, h2, h11.